Event description:
Patient presented to hospital for outpatient surgery for procedure of colonoscopy, hemorrhoidectomy and banding of internal hemorrhoids and excision of intragluteal skin tag. A short shot banding instrument was used for banding or some of the internal hemorrhoids. During the procedure, it was reported that the short shot hemorrhoid banding misfired on the third use. Cook hmbl-4 (B)(4). No patient injury occurred. New short shot obtained to complete surgery. The patient was not reported with injury and no other complications.